Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer ran out of insulin, but the cartridge still had insulin. Tandem technical support could not verify if customer received an empty cartridge alarm. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was 180 mg/dl.